Event description:
It was reported that the battery appeared to be depleting sooner than expected on this pacemaker. Data analysis indicated that the power consumption of this device has been increasing for over a year. The device set elective replacement indicator (eri) twice. The first time, the device reverted back to less than one year remaining status and then set eri again, 10 days later. The pacemaker was removed and replaced. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.